Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after the cartridge was filled with insulin, when the syringe was removed from the septum, insulin leaked from the septum. A new cartridge was successfully filled to address the event and insulin delivery was resumed. Blood glucose was 250 mg/dl.